Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an umbilical hernia coincident with automated peritoneal dialysis (pd) therapy. On the same day as onset, the patient was hospitalized and discharged home on the same day. Treatment was not reported. At the time of this report, the patient was recovering from the event. No additional information is available.